Manufacturer narrative:
(B)(4).no device received for analysis at time of submission of 3500awhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It has been reported that during an unknown procedure, the device was not working. Indeed, the jaws of the device would either not open or not close. The surgeon heard a cracking noise coming from the device at the begining of the procedure. No harm to the patient.